Manufacturer narrative:
Result of investigation: pictures and sample received for evaluation. Visual inspection found that the tube has 2 holes. Due to no pictures or samples of the defective masks received, the defect could not be confirmed. Therefore, the defect of the damaged tubing was confirmed.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the anes circuit, adult, (B)(6) in limbo, 3l bag experienced 2 circuits failed due to splits along the seam in the outer tubing. An additional circuit with a puncture/tear from a troubleshooting episode also occurred. The customer confirmed that there was no patient harm associated with the reported event.